Event description:
It was reported the device didn't infuse medication. No patient injury was reported. Additional information received via email from customer on 20-jun-2022 and attached in complaint: the customer reported they do not have these tubing sets to return. Patient information was provided. Device medical engineer ran testing.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.